Event description:
It was reported that the main display monitor on the 2800 system lost power during the procedure. A backup monitor was brought in to finish the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified that the power cable came loose. Reconnected the power cable. The system was tested and found to be working as intended and placed back into service.